Manufacturer narrative:
The pump passed the displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. The pump calibrated with the test sensor successfully. Sensor updating/sg not available not confirmed. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at u1 keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had sensor updating alerts. Customer¿s blood glucose was 3.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.